Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Event description:
The patient had another drug reaction after permanent implant. The patient was put on antibiotic and had the same thing were burning of skin, trouble swallowing and swelling (anaphylactic reaction) . The patient was taken off antibiotic but still on pain medication from surgery and still having reaction. It was found that it was a form of vicodin the patient was taking and the patient stopped the medication all together because of reaction. It was noted that the patient had gotten better in the last three days. There had been some withdrawal symptoms from the medication but patient was a little better but was slowed down from using the stimulator because of this. The patient has not had the time to go through all the things needed to do with the stimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).